Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2020-aug-24. It was reported that the stall occurred on (B)(6) 2020 early morning and it recovered on (B)(6) 2020 "itm." Actions taken to resolve the issue included ¿epicyn.¿ the current status of the device was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a company representative. On (B)(6) 2020 the patient reported that when he attempted a bolus this morning, he saw a warning icon saying, ¿pump motor stall service code 100¿ and he was hearing an alarm that sounded like a siren and it went off 3-4 times until it went off. He stated that he had called his hcp (healthcare professional) already. He also stated that he did have an appointment where he had tests done but was unable to clarify whether he had had an MRI or which tests. He stated he had something that was radioactive, and it was a simple picture for the increased pain that he had had. He had a refill 8 days ago and stated that he had been in there more often because of his ptm (personal therapy manager). Per the patient he had had more pain in that last 2-3 weeks. He stated that when he wakes up in the morning he cannot get out of bed. He stated that he was used to having medicine at 24 mg/day and now it was at 13 mg/day which was done a long time ago. Per the patie nt, the pump was delivering hydromorphone and bupivacaine. It was recommended that the patient have his pump interrogated by his hcp and he stated that he already didn¿t feel good but would be scheduling an appointment. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, product type catheter product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient experienced withdrawal sy mptoms. The catheter was revised due to an occlusion and the pump was replaced. It was reported that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 20mg/ml at 1 3.010mg/day and bupivacaine 12mg/ml at 13.01mg/per day via an implantable pump. On (B)(6) 2020 it was reported that a discrepancy in medication volume occurred. The nurse read 0 cc¿s on the pump and the procedure got 3cc¿s. There were no patient symptoms. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting preformed was noted as they needed to observe and report. The actions and interventions taken to resolve the issue was noted as the patient was in ¿observation¿. There was no issue reported with the catheter. It was also noted that the physician was informed of the volume discrepancy of medication in the pump. It was unknown if the issue was resolved at the time of the report. It was noted that surgical intervention was planned but not scheduled. The patient status was noted as alive, no injury and no further complications were reported regarding the event. Additional information received on 14-feb-2020 reported that the cause for the volume discrepancy was not determined. In clarification of surgical intervention that was planned, it was noted that the physician mentioned if it is necessary, in case of problem with patient therapy. Additional information received on 17-feb-2020 from the healthcare provider reported that the ¿volume filled¿ at the pump refill prior to the (B)(6) 2020 was 20ml and the ¿volume programmed¿ at the pump refill prior to the (B)(6) 2020 refill was 20ml. No further actions were taken. They were not planning for the moment to explant the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) -2020 from a healthcare professional (hcp) via a company representative who reported that the patient would be getting the low reservoir alarm but on interrogation during the last 3 refill sessions that they could recall the value was different than expected. As an example, on (B)(6) 2020, the physician programmer displayed 1 cc, but the volume withdrawn was 4 ml. The patient was doing well with his therapy without changes in his pain level, so his refill dates had been slightly delayed as a counter measure. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report. No surgical intervention had occurred, and none was planned. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering dilaudid (20.0 mg/ml at 0.542 mg/hr) and bupivacaine (12.0 mg/ml at 0.325 mg/hr) at the time of this report.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionalinformation was received on (B)(6) 2020 from a healthcare professional (hcp) via a company representative who reported that the pump was refilled on (B)(6) 2020 and at that time the expected volume was 2.4 ml and the actual volume was 4.5 ml. At the pump refill on (B)(6) 2020, the expected volume was 0.5 ml and the actual volume was 2.0 ml. The actual volume filled and the volume programmed at both refills was 20 ml. The cause for the volume discrepancies was unknown according to the physician. A granuloma or occlusion were theoretically discarded by the physician, but an MRI has been requested for the patient. The device was still implanted and working for the patient. No replacement or explant was scheduled yet. Per the physician, there were no medical conditions related to the discrepancies. No further complications were reported regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.